Event description:
On (B)(6) 2025, a patient underwent a valvuloplasty procedure, it was reported that during the preparation of a true balloon, allegedly found it could not be deflated. Further, air bubbles were coming out of the catheter all the time. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one true dilatation valvuloplasty catheter returned for evaluation. Upon visual inspection, upon visual inspection, no anomalies were noted to the balloon or the y-body. During functional testing, the device gw lumen was flushed using an in-house syringe. The patency of the guidewire lumen was tested using an in-house guidewire, and it was able to be inserted without issues. An in-house presto inflation device and in-house stopcock were used to inflate the balloon. The balloon inflated and maintained pressure; the balloon was then inflated to rbp and was able to maintain pressure and shape. No leaking or rupture was noted on the balloon or catheter shaft. The balloon was deflated without issue. No other functional testing performed. Therefore, the investigation is unconfirmed for the reported deflation issue and air in device as the balloon was deflated without issue. A definitive root cause for the reported deflation issue and air or gas in device could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a valvuloplasty procedure, it was reported that during the preparation of a true balloon, allegedly found it could not be deflated. Further, air bubbles were coming out of the catheter all the time. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.